Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system basic occlusion test due to protruded/loose drive support disk. Basic occlusion, occlusion, the excessive no delivery test were not performed due to the alarm. The insulin pump had minor scratches on the display window, cracked case at display window corners, cracked display window at bottom left side corner, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, broken on battery tube threads, and broken pump belt clip slot.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was 280 mg/dl. The customer stated that she was stuck in the rewind loop, so she removed and reinserted the battery just before receiving the alarm. Advised replacement of the insulin pump. Nothing further reported.